Event description:
This pt experienced severe popping and pain with implant use to the point that the device was ineffective. The implant team elected to explant based on clinical assessment. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.